Event description:
Caller was not willing to provide sufficient information. Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred during the last week in (B)(6) 2014 around 11:00pm. Patient's daughter ((B)(6)) stated that patient's ((B)(6)) blood sugar had dropped too low. Patient's symptoms were disorientation, clamminess, damp and sweating. The reading on the prodigy meter at the time of the event was reported as being around 300+mg/dl. Paramedics were called. Paramedics performed glucose tests with their meter and the results were 29mg/dl and 37mg/dl. No time frame was provided as to when patient took test. Patient was transported to emergency room by paramedics. Caller stated that blood glucose reading upon arrival at emergency room was still low but did not provide actual test results. Patient was given an IV at hospital. Patient's stay in hospital was 2 days. No information given in reference to blood glucose readings upon discharge from hospital. Pdc sent replacement and prepaid envelope requesting return of suspect device. (B)(4).